Event description:
It was reported by service report that the footboard and bed exit lights were flashing and would not turn off. The bed exit would not arm. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - wrong footboard was on the bed.